Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2017, it was reported that the patient's infusion set's tubing detached for two catheters. It had occurred during the night which led to hyperglycemia, as the patient's blood glucose level raised to more than 6 g/l. Reportedly, in the morning the patient's blood glucose was 2.95 g/l, for the first catheter and then 6 g/l for the second catheter and without hospitalization. No further information available.